Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was noted to be scratched as it was entering the patient's eye. The lens was not fully delivered and was taken out of the eye and another lens was implanted instead. There was not harm to the patient.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported scratch on the lens. Per the information provided a cartridge was used with the preloaded lens. The doctor does not like the preloaded lenses. The doctor removed the lens from the preloaded device and put it into a cartridge. Cartridge loading is a manual process conducted by the end user. The damage may be related to the removal of the lens from the preloaded device and subsequent loading into a cartridge by the doctor. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the nurse explained that the lens was handled extensively prior to being injected into the patient's eye. The surgeon removed the lens from the preloaded injector and it was then loaded into a different cartridge and handpiece. It is not clear as to when the lens may have been scratched.